Manufacturer narrative:
H3. The catheter was returned and subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter, a break in the catheter body, and a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2018; explanted: (B)(6) 2026. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 06-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and the healthcare provide (hcp)via a manufacturing representative (rep) who was receiving dilaudid ( 3 mg/ml at 0.14 mg/day) via an implantable pump. It was reported that the patient experienced withdrawal symptoms and the pump flipped in her pocket. When pocket was opened today (B)(6) 2026), the catheter was completely twisted to the point that it was severed, and therefore the drug was being delivered into the pocket versus the intrathecal space. The pump was proactively relocated to the patient¿s backside, spinal segment trimmed and connected to new pump segment. The catheter aspirated perfectly. The issue was resolved at the time of the report.